Manufacturer narrative:
The wrap involved in the incident was not available for investigation. Therefore, a thorough investigation into the reported leak could not be carried out. Additional information was provided from the medical device safety officer that a potential cause of the leaks is accidental damage from a needle electrode puncturing the fabric of the wrap. The user confirmed that there was no patient harm as a result of the alleged incident. The root cause of the reported issue could not be determined. The customer was reminded to avoid inserting any sharp objects between the patient and the wrap. The medical device safety officer will perform training with the departments to avoid future occurrences. No further issues have been reported. We will continue to monitor these incidents closely and take further corrective and preventive action if required.

Manufacturer narrative:
The internal complaint file # (B)(4) has been logged for this incident for traceability. The user confirmed that the curewraps involved in this incident were discarded therefore could not be sent for review. There is no patient impact as a result of the alleged incident. The leaks are visibly obvious to the user. An add water alarm will generate in the event not enough water is in the device to thermoregulate the patient. The wraps can be exchanged to continue thermoregulation. The operator's manual informs the user, "if moisture or leaks are discovered in the connecting hose and/or wrap, turn off the criticool device, disconnect the power cable from its power source, and correct the problem before proceeding." The manual also provides a troubleshooting guide for water leaks, as well as the following warning statement: "water may drip from the inlet tubes of the wraps. Be sure that no electrical device or outlet is located under the criticool's water inlet or wrap tubes. When disconnecting wraps from the criticool confirm that the clamps are tight, to prevent water leaking from the wrap. "All curewraps are 100% leak tested by the manufacturer prior to release for shipment. The wraps involved in this incident were discarded and the lot numbers were unknown; therefore, no investigation could be performed on the cited wraps and no conclusion can be drawn at this time. A follow-up report will be submitted once the investigation is complete and additional information becomes available.

Event description:
On two separate occasions a criticool curewrap blanket has split whilst filled with water and being used for a patient. This led to water wetting the bed and staff needing to replace the blanket. Unfortunately, the lot number was not recorded nor the two affected blankets kept.